Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - failure (event) observed during analysis. Based on device usage, a longevity calculation was performed and the battery was found to be marginally less than the expected limits. During bench testing, a high voltage output waveform anomaly was observed. It is believed that this was due to a component connection issue.

Event description:
This report is to advise of an event observed during analysis.